Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire was returned broken/fractured in 3 segments (193cm, 6cm and 1cm). The guidewire distal tip platinum wire was noted to be stretched in 2 locations. The proximal fragment was inspected, and the nitinol tubing was broken fractured with the platinum wire exposed. The distal fragment was inspected, and the nitinol tubing was broken fractured with the core platinum wire exposed. The mid-section of the distal tip was inspected, and the nitinol tubing was broken with the platinum wire exposed. The end/distal section of the distal tip was inspected, and the core platinum wire were exposed. The core wire distal end was observed through the distal tip dome. Functional testing was not performed as the reported event of the guidewire distal tip stretched was confirmed during visual inspection and the and the guidewire torque problem functional testing could not be performed due to device damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire torque problem could not be duplicated; however, the analysis results are consistent with the reported event. The reported guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, there was no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patients anatomy was moderately tortuous. During analysis the guidewire was returned in three fragments (193cm, 6cm and 1cm). The guidewire was also seen to be stretched at the distal tip. An assignable cause of procedural factors will be assigned to the reported and analyzed damage of the guidewire distal tip stretched and to the reported event of the guidewire torque problem as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is probable due to the damage of the distal tip the guidewire could not be manipulated with the torque device. An assignable cause of procedural factors will be assigned to the analyzed damage of the guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) distal tip was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.